Event description:
It was reported that screws seemed very soft and bent during insertion at the cross pin interface. The screws were also discolored.

Manufacturer narrative:
Investigation in progress but not yet complete.